Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, a suprarenal aortic extension and an ovation ix iliac extension to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. Approximately seven (7) years post initial procedure, during a routine follow up, a type 3b endoleak was identified. The physician elected to implant gore excluder (non-endologix) stent to resolve this event. The final patient status was reported as stable.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 3b endoleak and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The complaint is most likely procedure related. The clinical assessment determined there was evidence to reasonable suggest aneurysm enlargement of 28mm that occurred that was not included in the event as reported. The aneurysm enlargement was discovered during review of the CT scan dated (B)(6)2024. The clinical assessment determined there was also evidence to reasonably suggest a type 2 endoleak and additional surgical intervention occurred that was not included in the event as reported. The type 2 endoleak and additional intervention were during review of the operative note dated (B)(6)2024. It was reported that there was plication of bleeding the graft performed as well as open ligation of lumbar arteries for a type 2 endoleak on (B)(6)2021. The type 3b endoleak was visible one month after the procedure. The patient was reportedly lost to follow up - cautionary use. There was concomitant product use (ovation extension in left common iliac artery). This did not appear to contribute to the reported event. No procedure related harms were identified. The final patient status was reported as discharged home on postoperative day one in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.